Event description:
Patient underwent a laparoscopic myomectomy. When the surgeon removed the davinci monopolar curved scissors through a trocar, the instrument was found to be defective. The scissor tip cover was removed and the orange insulation part of the scissors was found to be cracked. The surgeon was notified and an x-ray was taken per hospital protocol. The x-ray was negative for foreign body.